Event description:
It was reported that the patient was brought into the office because of a sensing problem on the ventricular lead. Upon device interrogation there was a ventricular lead warning and polarity switch noted. The lead programming was adjusted and the lead remains in use. It was later reported that the right ventricular (rv) and right atrium (ra) leads had fractured. Therefore, the rv and ra leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was brought into the office because of a sensing problem on the ventricular lead. Upon device interrogation there was a ventricular lead warning and polarity switch noted. The lead programming was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.